Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have mechanical indentations/burrs at the grip tips. The instrument was found to have multiple indentations/burrs at the midpoint of the grip tips. The instrument was found to have multiple indentations/burrs at the midpoint of the grip tips. The grips were not found to be bent. Additional observation(s) not reported by site: the instrument was found to have a frayed grip cable at the distal end. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. Some bundles of the cable were frayed, but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, customer informed technical support engineer (tse) that the force bipolar (fb) instrument was difficult to be removed from the cannula due to bent jaws. The customer was able to remove the fb instrument with cannula together. No fragment fell inside the patient. The customer used a backup fb instrument to continue with the planned procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The wrist of the instrument was broken, and it could not be removed. The instrument was removed with the cannula. Port incision was not increased. No fragment fell into the patient. The instrument did not collide with any other instrument or tool during the procedure. There was no other abnormality with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out.